Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and femoral loosening. Or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D10: (B)(6), 02-012-44-3013 - logic tibia implant psc insert, sz 3, 13mm; (B)(6), 200-02-38 - three peg patella 38mm; (B)(6), 02-012-41-3030 - logic tibia traptray cem sz 3f/3t. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported via legal documentation that approximately 56 months after a right total knee replacement procedure, the patient has experienced prosthesis wear. Pain, swelling and effusions. Initial surgery and revision surgery operative notes were provided. Post operative diagnosis noted failed right total knee replacement secondary to instability and polyethylene wear. Intraoperatively, the surgeon observed hypertrophic synovium and foreign body reaction tissue. The femoral component was noted as significantly loose and de-bonded from the cement mantle. The tibial tray was well fixed. The patella tracked well and retained. No medical or surgical interventions were reported. No additional information is available.